Event description:
When applying cautery the monitors (on the boom and the tower) went black and visualization was lost, picture returned immediately, attempted a 2nd time and the monitor blacked out again and then immediately returned.